Event description:
The customer reported that the pt monitor fell to the ground.

Manufacturer narrative:
(B)(4): the customer reported that the pt monitor fell to the ground. Further info regarding the details of the monitor fall is not known at this time. No pt incident was noted. We have not been able to eliminate that this is an unexpected fall of the device. There has been no indication of any device malfunction that could cause the monitor to fall. The root cause of this incident is unk. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.